Event description:
Discordant, falsely low sodium and calcium results were obtained on two patient samples on an advia 1800 instrument. The discordant sodium and calcium results were not reported to the physician(s). The samples were repeated on an alternate instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument data evaluation, the cse removed the dilution probe aspiration pump. The cse replaced the pump seals and primed the system. The cause of the discordant sodium and calcium results were due to a malfunction in the dilution probe aspiration pump seals. The cse successfully ran precision on all assays. The instrument is performing within specifications. No further evaluation of the device is required.